Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the image was cloudy. A visual inspection was performed and showed the scope to have a bent outertube, crack weld, with distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required.

Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported cloudy. A 0-30 mintute delay was noted. No patient injury or complications were reported.